Event description:
It was reported that at an unknown time after initial surgery, pt felt click in back. X-rays taken approximately 5 months post-op showed that one set screw was loose and one had backed out. Revision surgery occurred approximately 6 months post-op to place the entire construct.